Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209305864, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a return of leaks due to lack of efficacy. Factors that may have led or contributed to the issue remain unknown. Troubleshooting and actions performed included reprogramming and botox. It was reported that the issue was not resolved at study exit on (B)(6) 2020. The investigator assessed the event as not serious, not related to procedure and related to the stimulator. No surgical intervention occurred and unknown if surgical intervention was planned. Relevant medical history included idiopathic urinary incontinence since 2006.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting reprogramming was performed on (B)(6) 2018, and botox on (B)(6) 2019. The event was related to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 309328 lot# 0209305864 serial# implanted: (B)(6)2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator was found on off during the visit on (B)(6)2019. The device was reprogrammed with same parameters.

Manufacturer narrative:
Product ID 309328, lot# 0209305864, implanted: (B)(6) 2015. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was a lack of efficacy and actions taken included stimulator reprogramming and botox. The issue was not resolved at study exit on (B)(6) 2020. It was reported to be not related to the stimulator and related to the stimulation only.